Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer received an "errc-7" error message on the adc freestyle libre reader. The customer experienced symptoms of headache and sweating and self-treat with insulin (dose unknown). The customer had contact with a healthcare provider who diagnosed the customer with hyperglycemia and administered additional insulin (dose unknown) as treatment. There was no report of death or permanent injury associated with this event.